Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was newly implanted pt wanted to understand more about groups because it was not explained to the pt. The rep said to just try all the groups. Pt reported they had group a and b with 4 programs and group c with one program. Group a only seemed to work on one side of the body. Pt then changed to group b and it worked on both sides. Pt had not tried c yet. Pt mentioned they turned ins off at night. Reviewed how groups worked. Flagging the call because pt said group a only worked on one side. Pt mentioned they have a phone conference with hcp tomorrow and will ask hcp.  Additional information was received from the manufacturer representative (rep). It was reported that there were issues with the lead placement. The rep reiterated that there was no relief of pain from implanted scs. Gets no paresthesia on left. Lead implanted to right. Attempted reprogramming different electrodes without success. Changed programming to hd on electrodes 3,4 which is closest to midline to see if pt will get any pain relief on left. Programming on any other electrodes gives pt right side painful stimulation. Pain physician ordered xray and if no relief with hd programming pt will go back to surgeon. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) again stated still no relief of pain with implant. States there is no difference with implant on or off, and has never had any relief since implant. Unable to reprogram due to painful right sided stimulation on all electrodes. Pain clinician referred patient back to implanting surgeon.